Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Evaluation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that there was not enough cutting rate and radio frequency identification (rfid) failure when using a probe cutter during a vitreo-retinal procedure. It is not known if there was aspiration present at the time of the event. The issue was resolved by replacing the product with another. There was additional information and event clarification requested for this event. No additional updates were received. A product sample was requested for evaluation. A sample was received and it is awaiting evaluation.